Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to be returned in damaged condition. The instrument was returned with a broken main tube. The instrument was unable to test for intuitive motion on the in-house system as a result. The grip input disks were manually articulated and the grip tips opened and closed without any issues. The housing was removed for inspection and found no damage on the grip or pitch input disks. Additional observations not reported by the site: the instrument was found to have a broken main tube at the distal tip near the proximal clevis. A piece measuring approximately 3.74mm x 7.14mm was not returned with the instrument. The components adjacent to this broken main tube show damage which may indicate potential mishandling or misuse, such as indentations on the proximal clevis. As a result of the broken main tube, the instrument could not be inserted through the cannula for testing on the in-house system. The instrument was found to have multiple indentations on the proximal clevis. There were no pieces missing. Grip cables and other components adjacent to this indented pulley show damage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) team. The following additional information was provided: the fae stated that it appears that the main tube is broken, and proximal clevis is dislodged.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the prograsp forceps instrument would not open. The distal tip of the instrument was set at an angle and could not be straightened in order for the instrument to be removed from the cannula. The instrument and cannula had to be removed as a unit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor who followed up with the staff and surgeon and obtained the following additional information: the distributor provided their reporting form. The csr followed up with the theatre staff and the surgeon from the procedure. The customer confirmed that the jaws were not stuck on tissue when the issue occurred. The instrument was in free-space when the malfunction occurred. No release key or mechanism was used, and another instrument was not used to pry open the jaws. The customer reported that the instrument could not be removed from the cannula, so the instrument and cannula were removed as a unit from the abdominal wall. The instrument tip was then straightened by hand outside of the patient and removed from the cannula. Another 8mm cannula was then reinserted and the procedure was resumed with another prograsp instrument. The customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue had occurred during a radical prostatectomy. The customer reported that the port incision was not increased in order to remove the instrument and cannula together. It was reported that it was possible that the instrument collided with another instrument or tool during procedure. It was reported that there was also an onscreen message warning of an over-rotation on arm 1, where the prograsp was installed during the procedure. There was no patient injury as a result of the instrument issue. Images of the instrument were provided. Patient demographics were not available.